Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transapical tavr procedure the 26mm sapien valve embolized into the left ventricle. The bav was performed with no issues. The sapien valve was positioned across the annulus in a 50:50 position. The pacemaker was started and the patient¿s pressure fell to a mean of 50'smmhg. The balloon inflation started and the valve moved ventricular. The valve was repositioned across the annulus and while the balloon was fully inflating, the valve dropped back into the left ventricle. A decision was made to close the apex, surgically remove the sapien valve from the left ventricle and place a surgical valve (23mm magna ease). The patient remained hemodynamically stable and left the or in stable condition. It is unclear why the valve embolized; it is possible the mean pressure was not low enough or that there was too much movement of the valve when being positioned vs. Fine adjustments.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the ventricular embolization cannot be determined. Medical records received indicate that immediately following deployment, the valve was too low or had essentially tumbled into the ventricle. The procedure was converted to avr, and there was no injury to the patient¿s annulus or ventricle. It is possible that patient and procedural factors [mild aortic root calcification and over adjusting of the valve position] caused or contributed to valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.